Event description:
It was reported by service report that the foot end will not go up or down. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Foot end lift malfunction. The service technician confirmed that there was no malfunction of the product. If the issue as alleged by the customer had been confirmed, it would be a potential risk to safety as it could cause hemodynamic complications if stuck in a raised position.